Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-03970, 2015691-2019-03971, and 2015691-2019-03973.   Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Based on the limited information available, the cause of the valve embolization is unknown. However, patient and procedural factors not provided may have contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The date of the events is unknown. According to the article the date range for this event(s) is from september 2015 and january 2019.  For this reason, the first day of the range was used as the occurrence date. This report represents the patient reported to have had valve embolization during the procedure. This is one of four manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported in the published article ¿comparative outcomes of balloon-expandable s3 versus self-expanding evolut bioprostheses for transcatheter aortic valve implantation¿, a single-center retrospective analysis was performed of all consecutive transcatheter aortic valve implantation procedures performed through the transfemoral approach with either sapien 3 (20, 23, 26, 29 mm) valve or a non-edwards valve at the hospital between september 2015 and january 2019. Final comparisons were made between 452 s3 patients and 129 non-edwards valve patients. Device implantation was successful in all patients. The need for valve post-dilation was lower in the s3 group. The following ¿procedural¿, ¿in-hospital¿ and ¿30-day clinical outcomes¿ events were reported to have occurred among the s3 group: one patient had valve embolization during the procedure. One patient had a coronary obstruction during the procedure. Six patients had moderate post procedure aortic regurgitation, and nine had moderate aortic regurgitation 30 days post procedure. Seven patients had in-hospital transient ischemic attack/stroke and 8 had transient ischemic attack/stroke 30 days post procedure. 55 patients experienced bleeding/vascular complications (as defined by the sts/acc tvt registry¿s adverse event definitions v2.0.) And 71 patients required permanent pacemaker post procedure.